Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was placed via the left internal jugular vein. CT imaging revealed catheter fracture, however, the physician was unable to find the catheter segment. An additional CT image was done and the catheter segment was found. The port had not been used since (B)(6) 2017. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport isp MRI was returned with an 8fr groshong catheter for evaluation. Visual inspection noted a crease 2.5cm distal to the port body, a partial circumferential break 6.1 cm from the port body, and a complete circumferential break 7cm distal to the body. All three anomalies were inline, on the same side of the catheter. The partial circumferential split and complete circumferential split were both rounded. The features of these breaks are consistent with flexural fatigue, therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter was placed via the left internal jugular vein. CT imaging revealed catheter fracture, however, the physician was unable to find the catheter segment. An additional CT image was done and the catheter segment was found. The catheter segment had migrated to the heart. Port and catheter were removed successfully. The port had not been used since (B)(6) 2017. There was no reported patient injury.

Manufacturer narrative:
Additional information was received from the international business center (ibc) on 10/02/2018, and the associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter was placed via the left internal jugular vein. CT imaging revealed catheter fracture, however, the physician was unable to find the catheter segment. An additional CT image was done and the catheter segment was found. The catheter segment had migrated to the heart. Port and catheter were removed successfully. The port had not been used since (B)(6) 2017. There was no reported patient injury.